Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with reservoir tube o-ring, broken reservoir tube lip, fading serial number label, minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 6.5 mmol/l. The customer reported the retainer ring broke off and noticed the reservoir did not lock in place. Advised the device will need to be replaced. The insulin pump will be returned for analysis.